Event description:
It was reported that one hour post cardiomems implant procedure the patient experienced hemoptysis. The patient was intubated and a bronchoscopy was performed which identified a clot at the site of perforation. The hemoptysis resolved without further intervention. The patient was hospitalized over night. The site did not treat the perforation or clot. The patient is currently fully recovered and has been discharged.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.